Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon evaluation, the electrode belt failed an ECG fall off test. The rear pulse wire was open inside the trunk cable, and there was a fractured solder connection at the j2 tab inside of the rear 2-wire therapy electrode (te). The cause of the test failure was isolated to the open pulse wire and fractured solder connection. The root cause of the open pulse wire cannot be positively identified. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.